Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 16995842, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2208-50, serial number: (B)(4), batch/lot number: 194410, model/catalog description: st linear lead 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that one of the patients leads had high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively. No device malfunction suspected.